Event description:
According to the reporter, post-operatively, no visual burn was reported when removing pad immediately after procedure and the generator never alarmed during procedure. But the patient had 2nd degree burn at pad site with an exact size of the rem pad on thigh. Patient was receiving care from wound care department and treated the burn with mepilex. Unsure if its from current or some type of allergic reaction. The issue started developing after patient discharge from hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.